Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the respiratory therapist tried to do a circuit pre-use check. The column and circuit had originally passed to be placed on the patient to start with. The patient was taken off and put on another vent and left the original vent set up. The therapist went to put the patient back on the original set up and did another pre-use check and the it wouldn't pass. When they bypassed the column the circuit passed." No report of patient injury. The current condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). One (1) 382-10 universal concha column was received for investigation. Upon receipt a visual inspection was performed to determine if the column had been subjected to any misuse/abuse/damage. The only visual anomaly noted was the accumulation of stain/chemical reaction to the outside aluminum canister of the column which was caused by electrolysis. The column was prepared for leak testing by first capping off the inspiratory and expiratory ports on the top of the column. The upper and lower fill/drain tubes were also capped off. With 200 cmh2o of pressure applied to the canister the leak rate was measured at 0 cmh2o. With the lower tube cap removed the leak rate was measured at 64 cmh2o. A leak rate of 109 cmh2o was measured with no caps in place, however the upper tube throw slide was cracked. There are several variations in the test setup per this section of the investigation in order to eliminate any scenarios of a genuine failure mode. Test summary: with all caps in place, which would simulate a closed pressure system involving the circ uit, water bottle, and the column, the column did not register a measurable leak. The acceptable leak rate per trace matrix d007243 shall be = 29 cc/min at 200cmh2o. The complaint cannot be confirmed. The device history record of the code number ip-5041ns with batch number 74m1601586 reported in the customer complaint has been reviewed and no issues or discrepancies were found which could potentially relate to the reported complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to specifications.

Event description:
The complaint is reported as: "the respiratory therapist tried to do a circuit pre-use check. The column and circuit had originally passed to be placed on the patient to start with. The patient was taken off and put on another vent and left the original vent set up. The therapist went to put the patient back on the original set up and did another pre-use check and the it wouldn't pass. When they bypassed the column the circuit passed." No report of patient injury. The current condition of the patient is listed as "fine".